Event description:
It was reported that during a lap hernia repair procedure, hand activation didn't work. The device will be forwarded once it has been returned by the hospital. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: into anticipated, but unavailable at this time.